Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network port was being removed from the station virtual local area network (vlan). The field service engineer engaged with information technology team, who restored the port to the correct vlan configuration, brought the station back online and communicated. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device was not communicating. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.